Manufacturer narrative:
No issues were observed to the exposed portion of the soft cannula and fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis. The patient's blood glucose (bg) values reached 412 mg/dl. The ketones were moderate, the patient was vomiting and had a stomach ache. For treatment, the patient was put on intravenous (IV) fluids and was given zofran. The cannula was bent, while wearing the pod longer than 48 hours on the arm. The patient was discharged after 4 hours.